Manufacturer narrative:
The reported issue that there was iui damage/corrosion to device(s) has been confirmed during a technical practice consultant site visit. However, device(s) or device logs were not returned for investigation. The attached file "fw: (B)(6) memorial hospital interop readiness site summary" contains the (B)(6) memorial hospital interop readiness site summary pdf file which reveal that the hospital was replacing inter-unit-interface (iui) connectors at a high rate. The cleaning process was observed. Education was performed about the only cleaner that should come in contact with the iui connectors is 70% isopropyl alcohol and a dedicated soft bristled brush. The black frames of the iui can be cleaned with any safe cleaner but needs to avoid contact with the gold pins on the iui connectors. The recommendations has been provided that the alaris system iui connector covers are utilized. Part numbers 49000418/10 (all iuis except the pca right-side iui connector) and 49000419/5 (only the pca right-side iui connector. Additional cleaning tip sheets and video have been provided to the customer: proper cleaning techniques for the alaris infusion system video. Cleaning products guidelines tip sheet. Alaris system iui inspection tip sheet. Training checklist: best practices for cleaning alaris system devices doc. Audit of best practices for cleaning the alaris system devices doc. -no device history or qn search was performed since no source device serial number was reported by the customer. Required attempts to contact customer for device return was unsuccessful. The devices involved in this investigation was used for patient treatment. No further investigation of this event is possible at this time. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that there was iui damage/corrosion to device(s). It was noted that it is unknown if the event occurred during patient use.